Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that one day into support, an impella 5.5 pump triggered a high purge pressure alarm followed by a purge blocked alarm. Flows remained unchanged and tpa was ordered for the purge lines. Roughly three hours later, the pump stopped. The device was explanted as a result of the noted failure. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message: could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation for the reported high purge pressure and subsequent pump stop has been completed. The impella device was returned for evaluation. Visual evaluation confirmed biomaterial on the impeller and blood/biomaterial ingress in the purge line. No kinks were found after opening the red handle. Data log analysis confirmed an increasing motor current trend occurred shortly after the high purge pressure and purge system blocked alarms, which is consistent with gradual biomaterial ingestion. The cause of the pump stop was blood ingress. Added- d9 device return date, h6 impact code 4644, h6 problem code 1491 d4-updated model number h4-changed to yes.

Manufacturer narrative:
No change in investigation results mentioned in manufacturer device report 1220648-2024-06831-1 g1 reporting contact email revised on manufacturer device report 1220648-2024-06831 in accordance with updated procedures. H6 investigation conclusions 4307 was erroneously entered on the initial manufacturer device report number 1220648-2024-06831-1.